Event description:
It was reported that during implant, the lead could not be inserted into the connector boots of the extension and no connection was possible. The lead could not be connected to the extension. The extension was replaced and the issue was resolved.

Manufacturer narrative:
Analysis of the extension found no anomaly. Using a digital force gauge, the insertion and withdrawal force was measured for a lead put into the distal end of the extension. A known good octad lead was inserted and withdrawn three times. All results were within the specification of <(><<)>1.75 lbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).